Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 with a dislodged right atrial lead. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Manufacturer narrative:
Correction: e1 previously reported as "dr (B)(6)", now updated to "dr (B)(6)".

Event description:
New information received notes that dislodgement was confirmed via imaging. The lead had exhibited loss of capture.